Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed through the analysis of the submitted system controller log file. The log file contained approximately 4 days of data, spanning from 07/31/2017 to 08/04/2017 and captured numerous low speed and pump stoppage events while the system controller was connected to the power module. Based on our complaint history and similarly reported events, the low speed and pump stoppage events captured in the log file appeared consistent with a potential driveline wire issue; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned driveline. A distal end driveline replacement was performed on 08/07/2017 and approximately 19 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was not provided. Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device - 1 year and 7 months. The replaced portion of the distal percutaneous lead was received. The investigation is not complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2017, the patient reported a brief unspecified controller fault alarm occurred, followed by a low flow alarm which resolved. The patient later presented to the vad clinic for evaluation. Upon connecting the system controller to a power module with a standard (grounded) patient cable, the pump speed dropped from 9000rpm to 4500rpm and a low speed advisory alarm occurred. The lvad system was switched to power module support with an ungrounded patient cable. The patient reportedly felt okay, but had a mean arterial pressure of 108mmhg. Log file analysis completed by the manufacturer¿s technical services representative revealed elevated pump powers and multiple pump stoppage events that only appear to have occurred while the lvad system was connected to a power module. X-ray images provided did not show any obvious areas of concern. On (B)(6) 2017 a distal end percutaneous lead (driveline) replacement was performed with no issues. After the repair, the ungrounded patient cable was replaced with a grounded power module patient cable. The alarms did not recur when the patient was instructed to perform torso movements. It was reported that the patient would be monitored while the system was supported with the grounded patient cable for 48 hours and would then be discharged if there were no further alarms.